Manufacturer narrative:
No further information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
A review of the submitted low files revealed low voltage alarms while the patient was connected to their mobile power unit (mpu).

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low supply voltage while connected to the mobile power unit was confirmed via the submitted log files. The mpu (B)(6) was not returned for analysis; however, 2 log files were submitted for review. A review of the submitted log files showed overlapping events spanning approximately 9 days (04jul2022 ¿ 13jul2022 per time stamp). Lower than the expected 14v was captured when connected to the mpu. The bus voltage was recorded as low as 12.7v. The low supply voltage did not cause any atypical alarms to occur. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the mpu (B)(6) and the mpu was found to pass all manufacturing and quality assurance specifications before being shipped to the customer. Heartmate ii instructions for use (IFU) section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly address and interpret all system alarms including low speed, low flow, and yellow wrench advisory alarms. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly maintain and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that review of the log files revealed low supply voltages while the patient was connected to their mobile power unit (mpu).